Event description:
According to the reporter: the reported procedure is a k rectus-sigma. The load units were loaded, but the system was stuck. The second stapler worked with a blue load unit but not with the white one. This resulted in extension of the surgery time greater than 30 minutes.

Manufacturer narrative:
Initial report sent to FDA on 08/11/2008.